Event description:
In july 2003 customer reported receiving freestyle readings within 15 minutes of 191 mg/dl, 175 mg/dl and 158 mg/dl. Customer was concerned with the accuracy of the meter when calling. A replacement meter was sent to the customer. No adverse event was reported as a result of these readings.